Event description:
This customer reported that the gel of the defibrillator pad was coming off when they removed it from the patient. There was no report of any difficulty monitoring via the defib pads and no energy was delivered via the pads.

Manufacturer narrative:
(B)(4). This customer reported that the gel of the defibrillator pad was coming off when they removed it from the patient. There was no report of any difficulty monitoring via the defib pads and no energy was delivered via the pads. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.